Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Patient 2 - (B)(6) male patient 2 - warfarin, amiodarone this medwatch report is for the suspect device used in the coaguchek xs system (lot number 20203611, expiration date 05/31/2012). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in the coaguchek s system.

Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 1.9 inr/2.4 inr, 3.2 inr/4.3 inr, 4.6 inr/6.5 inr patient 2's weekly warfarin dose was decreased based on meter reading. No adverse event reported. Requested return of suspect system and replacement was sent.